Manufacturer narrative:
Implant regio 36 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis, following bone loss and implant instability. Material analysis concluded: inhomogeneous mechanical overloading of the implant. And patient related bruxism.

Event description:
Implant fracture.

Event description:
Implant fracture.